Event description:
A pt's mother reported that the pt was having one to two major seizures per week prior to vns, but after having vns implanting, she had two seizures per day. The mother reported that anytime the pt has anything major done to her body, she has increased seizures. On the day of the report, (B)(6) 2011, the pt was reportedly not having any major seizure activity. Attempts for additional info have been unsuccessful to date. The physician's office did provide the pt's most recent programming settings and diagnostic results.